Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins) . The reason for call was caller reported the patient was charging their implant and felt an electric shock all the way down their legs. Caller stated patient felt like they were having a heart attack and patient had to go to the ER. The patient was redirected to their healthcare provider to further address the issue. A manufacturer representative (rep) states the patient notified them they were experiencing a shocking sensation, but rep was unsure if the patient had just turned their stim up too high. Rep stated when they met with the patient today, they had charged their controller and not the ins, so they went through a passive recharge for 30 min before stopping. Rep was not sure if it should take this long. Technical services (tss) reviewed looking at the number screen to see if numbers move around when the antenna is moved away. Rep plans to meet with the patient again next week. Email sent to rep to provide this case number. Rep was unsure when this began.

Manufacturer narrative:
B5 has been updated. Additional information has been received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller stated that patient's implant (ins) has been dead for about 3 months. About a month ago, caller met with patient for reprogramming but was unable to given the ins was dead. Caller met with patient recently and stated they are unable to recharge ins because they are only getting 36 on the antenna locate screen and then it shows and error message/alert about a "connectivity issue". Caller stated patient has seen 2 other error messages as well but specifics were unknown. Tss reviewed that screens are supposed to change during passive recharge but caller stated it was an alert message that would pop up and stop the process. Tss requested recharger from repair and noted to have patient monitor issue going forward.